Event description:
It was reported that during a catheter revision surgery (B)(6) 2012. The surgeon was unable to remove the sutureless connector (sc) from the existing pump. The catheter was ¿clipped¿ and it was decided to replace the pump as well. Removal of the sc was attempted for several minutes during surgery and also on a sterile table after the procedure. The pump and connector were not separated. The patient¿s dose was lowered following the surgery. The patient outcome was unknown. There were no symptoms reported related to this event. The device system was used to deliver morphine, bupivacaine, and baclofen. Refer to manufacturer¿s report 3007566237-2013-01089 for information regarding the previous surgery on (B)(6) 2012 to replace the pump with the volume discrepancy and difficulty aspirating the catheter.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed difficulty with the sutureless connector (sc) led to explant. Analysis also revealed an indent and occlusion of the sc. Under microscope inspection an indent can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. The indent area is located completely in the silicone material of the cup of the sc connector. This indicates the connection between the sc connector and the pump's outlet port may possibly have been occluded and would explain more volume than expected remaining in the pump. Another thing of note is the gap between both retaining ring fingers and the titanium housing. This indicates the retaining ring itself has become slightly deformed in shape which can be an indication the sc connector may possibly have been misaligned when attached to the pump¿s outlet port. Finally, after all photos and other testing were done, the returned sc connector was attached to the pump returned with it. It was noted that sc connector was difficult to remove. Each retaining ring finger did not seem to pull back evenly when the black oval markings on the white silicone boot were pressed. (B)(4).

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk. Synchromed ii pump model # 8637-20, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012. Proximal catheter segment model #8578, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the pump replacement on (B)(6) 2012, the hcp was unable to aspirate the catheter. It was believed that there was an occlusion so he brought the patient back to replace the catheter. During the catheter revision on (B)(6) 2012, they were unable to remove the suture-less connector from the pump. They clipped the catheter and decided to replace the pump. It was indicated that more drug was pulled out versus expected out of pump. The hcp lowered the daily dose. The pump was delivering morphine, bupivicaine and baclofen.